Event description:
It was reported that "patient who is orointubated with cannula number 7.0 with fixed balloon in 18 to receive mechanical ventilation, presents incidental extubation and therefore requires micronebulizations with adrenaline and series of 3 with salbutamol, patient with adequate tolerance progresses to high flow nebulizer, maintaining oxemias above 94%, without data of respiratory difficulty, 24 hours later continues in phase I ventilation with mask and without data of respiratory difficulty".

Manufacturer narrative:
(B)(4). Section b.1.-corrected from 'product problem' to 'adverse event'. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn #: (B)(4).

Event description:
It was reported that "patient who is orointubated with cannula number 7.0 with fixed balloon in 18 to receive mechanical ventilation, presents incidental extubation and therefore requires micronebulizations with adrenaline and series of 3 with salbutamol, patient with adequate tolerance progresses to high flow nebulizer, maintaining oxemias above 94%, without data of respiratory difficulty, 24 hours later continues in phase I ventilation with mask and without data of respiratory difficulty."